Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-09617. Related manufacturer reference number: 3006705815-2019-03224. It was reported that the patient was not receiving effective pain relief from their scs system since the initial implant, despite reprogramming. As a result, the system was explanted on (b)(46) 2019 and replaced with a drg system. Therapy was established following the procedure.